Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped working and made a clicking noise when the trigger was pulled. It was also reported that surgery was displayed by an unspecified amount of time. It was not reported if the procedure was completed with an alternate device. There was no report pt injury associated with this event.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.